Event description:
It was reported during a during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument emitted smoke form the gears. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: arcing appeared to originate from the gears of the device, with the grounding location unknown and the type of energy activated during the event also unknown. There was no patient injury, and no visible thermal damage was noted on the outside of the instrument after the event. The instrument tips did not collide with any other instrument or tool during the procedure. The issue was resolved by replacing the instrument with a new one, and the procedure was completed using the original system carts.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.